Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering attempted to inflate the balloon and perform a balloon leak test. Engineering was unable to successfully complete this test confirming the customer experience. The root cause of the event is likely a combination of damage from instruments and lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Robotic-assisted laparoscopic radical prostatectomy. "This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." Complaint sheet - "the balloon would deflate during a procedure. Inside of the cannula seemed to be shaved. Additional information gained on (B)(6) 2015 -- procedure: robotic-assisted laparoscopic radical prostatectomy. Combined instrument: davinci. No excessive force was applied to the trocar in its insertion into the body. It is possible the scope attached to a davinci arm damaged the inside of the cannula by leverage when inserted/withdrawn into/from the cannula. The event unit was returned to olympus and visually inspected. The sleeve was found to be heavily cracked. The cracked portion of the sleeve was partially protruding inwards. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Patient status- no patient injury.